Event description:
Information received indicates the nurse call is inoperable from the bed.

Manufacturer narrative:
The technician found wires broken within the communications cable. The technician replaced the communications cable to repair the bed.